Event description:
Philips received a complaint on the patient information center ix indicating that the alarms are not going off. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) reached out the customer who stated that the issue is no longer occurring and that service is no longer required. No additional information was provided. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.